Event description:
It is reported that the pt was revised due to failure of the hinge locking mechanism.

Manufacturer narrative:
Eval summary: as returned the bushings show wear indicative of excessive varus/ valgus forces being exposed to the joint. This sort of activity is warned against in the zimmer "coonrad/morrey total elbow" booklet included with the implant. The bushings exhibit wear too severe for dimensional analysis. As returned one of the tines on the inner pin is plastically deformed. This sort of deformation may have been caused by the inner pin not fully locking onto the outer pin. This may have exposed the joint forces onto the thin inner pin not the outer pin as designed. The inner and outer pins were both dimensionally inspected and aside from the bent tine were conforming where measured. The design of the inner pin was previously modified to increase the performance of the pins. Cause cannot be definitely determined. Eval: device history records indicate all components were mfg and inspected to spec.